Manufacturer narrative:
H3: the pump was returned for evaluation. The visual inspection was performed, and the incorrect rear label was confirmed. Replaced the rear label. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device passed all functional testing after repair.

Event description:
It was reported that the device needed to be sent to the OEM to correct a mistake on their part. During servicing, an incorrect rear label may have been affixed to the pump. The event occurred during testing. There was no patient involvement.